Event description:
According to the info received, this aortic connector was utilized to anastomose a saphenous vein graft (svg) to the descending aorta via a left thoracotomy. A bypass from the left internal mammary artery to the left anterior descending artery was also performed in the traditional fashion. Approx 7 1/2 months postoperatively, catheterization revealed the svg was stenosed 1 cm distal to the aortic connector and a stent was placed. The pt was reported to be in stable condition and the connector remains implanted. No add'l info was received.